Manufacturer narrative:
E: initial reporter addr 1 - (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer was failed to detect on bus. A field service engineer resolved the issue remotely by guiding the customer through a full power cycle of the station. This action restored system functionality. The customer confirmed successful resolution, eliminating the need for an on-site visit. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system drawer was failed to detect on bus. The customer reported that a malfunction took place when the user tried to dispense medication to the patient, but the user managed to retrieve the medication from another device. There were no delay or adverse events or injuries reported based on this event.